Event description:
I (45 year old female) was diagnosed with breast cancer, and a single (right side) mastectomy was performed (B)(6) 2026, with immediate placement of a tissue expander (13x13cm breast 475cc sterile artoura mentor p6.8cm high profile round latex free - sn/(B)(6), manufactured by j&j - mentor corp (B)(4), lot number 2076443), which was filled with 300 cc saline. On (B)(6) 2026, the expander was filled with an additional 80 cc of saline. On (B)(6) 2026, jp drain output increased from approx. 32 cc the day prior, to 180 cc. Drain output on (B)(6) 2026 was 95 cc, and the breast was visibly shrunken and deflated. After consultation with plastic surgery on (B)(6) 2026, it was determined that the expander had ruptured and was leaking. The expander was surgically removed, and a new expander placed, on (B)(6) 2026.